Event description:
Per the clinic, the patient experienced magnet dislodgement (specific date not reported). There are plans to replace the implant magnet; however, this has not occurred as of the date of this report.